Event description:
It was reported that clinician got sprayed in the face with blood while securing the green needle in PICC kit. After the wire was in the patient, she pulled the needle, pointed it away from her over the tray, and pulled down the guard to lock it and it sprayed back. Additional information 06/24/2024: it was reported that the issue is that the green top needle sprayed blood during needle securement. It landed on my face, but I was protected by my glasses and mask. We are unsure why this happened. There were no adverse events just a near miss. There was no patient impact. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that clinician got sprayed in the face with blood while securing the green needle in PICC kit. After the wire was in the patient, she pulled the needle, pointed it away from her over the tray, and pulled down the guard to lock it and it sprayed back. Additional information 06/24/2024: it was reported that the issue is that the green top needle sprayed blood during needle securement. It landed on my face, but I was protected by my glasses and mask. We are unsure why this happened. There were no adverse events just a near miss. There was no patient impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.